Event description:
A patient was admitted with ludwig's angina and airway compromise. Pt. Had dental extraction 1 week prior and now with significant swelling and difficulty breathing. Pt. Transferred to operating room and ent performed nasal intubation with 6.5 rusch et tube due to significant oral swelling. Pt. Also underwent I&d and drain placement performed by oral surgeon. After 13 hrs, et tube securement was changed from tape to a tube tamer. After 24 hrs, et needed to be advanced 2cm. At 60 hours, pt experienced vigorous coughing and expelled large amount of phlegm from mouth at which time patient was suctioned, air added back into cuff. Rt needing to periodically add air to the cuff to assure minimal occlusion pressure. After 67 hrs, pt. Underwent another aggressive I&d due to new abscess development. After 175 hrs, large leak audible, et tube exchanged via ent and ed physician with 7.5 mellincrodt et tube without any difficulty. Pt. Extubated in 40 hours with no issues. Multiple documentation of needing to add air to the et cuff prior to reintubation / no issues noted post re-intubation with different brand of et tube. This facility has reported several devices with this problem within the last month to the manufacturer. Different device sizes are involved. Product has been returned to the manufacturer. Manufacturer response for et tube, rusch endo tracheal tube size 6.5 (per site reporter). Equipment failure reported to customer advocate team member. (B)(4). Arrangements being made to return equipment to manufacturer for investigation. Equipment to be mailed out via ups 2nd day air.